Manufacturer narrative:
The device was received for evaluation. During visual inspection, the septum at the interlink y-site was observed inverted. Underwater pressure testing was performed and a leak was observed at the interlink y-site where the inverted septum. The septum of the interlink y-site was the removed from the housing for inspection and a slit was confirmed on the septum. Based on the observation at the collapsed septum, the side of the septum was pushed down. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink solution set was leaking from the port. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.